Manufacturer narrative:
H3 other text: scrapped.

Event description:
The user facility reported that the device had metal shavings during a procedure.  There was no patient involvement, no significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device had metal shavings during a procedure.  There was no patient involvement, no significant delay, no medical intervention, and no adverse consequences.